Event description:
Per the audiologist, in 2007, the patient reported having headaches while using her cochlear implant system. Results from a neural response telemetry test and an implant test done at the clinic during the same appt. Showed normal responses. Neurological testing ruled out a neurological cause for the patients headaches. The audiologist noted that the patient had swelling at the site of the implant approx four months later. An x-ray done (date unk) showed that the receiver/stimulator was still in position. Approx one month later, the patient underwent a revision surgery in which the doctor removed thick fibrotic tissue covering the implant. The device remained implanted. The surgeon plans to do allergy testing.

Manufacturer narrative:
This type of event is addressed in the device labeling.